Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. Customer states that ring around reservoir chip was missing so unable to lock reservoir in reservoir compartment. Customer also states that insulin pump alarmed for replace battery now but the issue of low battery was resolve by inserting new battery. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert, power loss alarm and replace battery alert due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly. Device was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.